Event description:
Despite the balloon being fully deflated, there was great difficulty removing it. Despite careful manipulation, the shaft broke, with the balloon itself and part of the shaft remaining on the emboshield bare wire above the stent, and well above the distal embolic protection system. The doctor was able to recover the balloon and filter by using a CT 7 lightening thrombectomy system.